Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer had ent software and performed properly during initial testing. The computer then passed all subsequent testing with no problem found.the device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/03/2015 a medtronic representative, following-up at the site, confirmed the navigation system is functioning normally and the reported issue could not be replicated.

Event description:
A medtronic ear, nose & throat (ent) representative reported that a site's navigation system became unresponsive when they were downloading exams over electronic picture archiving and communication systems (pacs). The site was loading a patient exam prior to a procedure. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after computer replacement. The computer was returned to the manufacturer and is currently under analysis. A medtronic representative reported that the site was using the power switch on the back of the navigation system to turn it off but was unaware that they were supposed shutdown the system in the software application. The site was trained on proper shutdown procedure. The navigation system was used in a subsequent surgery and it worked perfectly. The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.